Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). No results available since no evaluation was performed (device or procedural images not provided for review). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation) unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute 2.75 x 30 mm rx drug eluting stent. The target lesion was in the rca. It was reported that the stent could not pass through the lesion. When it was withdrawn it was reported that the stent was deformed. A balloon catheter was then used and the procedure was completed. There were no patient complications reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).